Manufacturer narrative:
Device evaluation: visual inspection revealed that the screw drives of each closure top are slightly stripped. There was no visible damage to the threads. Potential cause: root cause was unable to be determined. This event could possibly be attributed to off-axis forces applied during closure top insertion, cross-threading, or using a stripped driver. DHR review: per DHR reviews, the parts were likely conforming when they left zimvie control. Device use: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported four sequoia closure tops stripped during final tightening in surgery. There were no patient impacts. This is report two of four for this event.

Event description:
It was reported four sequoia closure tops stripped during final tightening in surgery. There were no patient impacts. This is report two of four for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2021-00469 through 3012447612-2021-00472.